Event description:
It was reported that during a non-tortuous, 90% stenosed, concentric, mildly calcified, distal, left anterior descending artery stenting procedure, during pre-dilatation, a mini trek 2.0 x 15 mm balloon delivery catheter (bdc) was advanced without resistance and on the first inflation at 10 atmospheres for 20 seconds the balloon ruptured. The mini trek 2.0 x 15 mm bdc was removed, but reportedly, the bdc met slight resistance with the patients' anatomy during removal. There was no intervention needed to remove the bdc. Another non-abbott bdc and a non-abbott stent were used to complete the procedure. There were no adverse patient effects or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, guide cath: radiguide. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.